Event description:
It was reported size 4/0 polyglycolic acid suture breaking during surgery. (Lot# 171208-55) there was patient involvement but no indication of an adverse event. The surgery wasn't delayed greater than 30 minutes. The exact number of patient(s) involved is unknown.